Event description:
It was reported by the rep that the device was used during a laparoscopic procedure. It was reported the surgeon voiced concern to the rep that the gasket seal on the cannula housing of the 511sd and 512sd had torn. They replaced the trocar or operated with lower intra-abdominal pressure. There was no consequence to the pt.